Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit, the surgeon attempted to clip a vessel with the large hem-o-lok clip applier and failed. The jaws of the clip applier closed, but the locking mechanism did not fire. Upon removing the large hem-o-lok clip applier to swap to a backup instrument, an input disc fell from the housing while disengaging from the system. Two more large hem-o-lok clip appliers were used to attempt to clip, but both large hem-o-lok clip appliers also failed in the same way and had an input disc fall out upon disengagement. A fourth large hem-o-lok clip applier was installed and successfully clipped the target tissue. The expected bleeding that occurred due to the required surgical task of the procedure totaled 10 cc. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: there was no unintuitive motion. The issue occurred while removing a part of the bladder. The large clip appliers were each inspected prior to use with no issues found. With three consecutive large clip appliers, the surgeon failed to clip a vessel. With each clip applier, the jaws closed without firing the locking mechanism. When removing the clip appliers to swap out for a backup, the same input disc fell out of all three during disengagement and fell into the surgical assistant's lap. After swapping to a fourth large clip applier, the issue did not recur, and the customer successfully clipped the target tissue. The surgical assistant informed that the issue did not cause bleeding, but the expected surgical bleeding that occurred totaled 10 cc.

Manufacturer narrative:
Based on the claim against the product by the customer noting the large hem-o-lok clip applier failing to clip, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint of clipping issues during clip attempts. The primary finding of a broken input disk is related to the customer reported complaint. The large hem-o-lok clip applier was found to have multiple input disks broken. Input disk #6 and #7 were found completely detached from the base of the housing. The probable root cause of this failure mode is attributed to improper cleaning/reprocessing techniques. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the instrument. This complaint is considered a reportable malfunction due to the following conclusion: deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.